Event description:
It was reported that removal difficulties were encountered. The lesions were 60%-90% stenosed in the proximal segment of left anterior descending and 85%-90% stenosed in the proximal segment of left circumflex coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after strengthening the support. Upon removal of the device, resistance was encountered, and it was found outside of the patient's body that the end of the stent was not smooth. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable post procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone:(B)(6). Device evaluated by manufacturer: the 32 x 3.00mm promus premier stent delivery system (sds) was returned for analysis. Visual and tactile examination of the stent noted the stent had been damaged at the proximal section, while microscopic examination confirmed stent damage with lifted struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual inspection and microscopic examination identified multiple hypotube kinks along various locations of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The tip showed no signs of distal tip damage. The stent was set between the proximal and distal markerbands, and there were no signs of movement. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that removal difficulties were encountered. The lesions were 60%-90% stenosed in the proximal segment of left anterior descending and 85%-90% stenosed in the proximal segment of left circumflex coronary artery. A 32 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after strengthening the support. Upon removal of the device, resistance was encountered, and it was found outside of the patient's body that the end of the stent was not smooth. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable post procedure.